Event description:
Additonal information was recieved for this case. The investigator assessed that the endotension reported is not related to the device or the procedure.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm was reported with an infra-renal angle of 15 degrees. Proximal aortic neck was 22-25mm in diameter and 15mm in length. Right iliac artery was 14mm in diameter and the left iliac artery was 11mm in diameter. The right and left femoral arteries were 8mm in diameter. The right and left iliac arteries were mildly tortuous with 10% stenosis. The circumferential aortic mural thrombus/calcification at the proximal neck was 10%. Prior to implanting the endurant stent grafts, an embolization of the right hypogastric artery was performed. It was reported that the one- year follow-up, the CT revealed that the aneurysm diameter increased to 7.2cm in diameter. At the two -year follow-up, there was aneurysm enlargement 8.0cm in diameter. Additionally, endotension was reported. The investigator assessed this to be procedure related, however not device related. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: the investigator has changed the endotension from not procedure related to procedure related.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (type v endoleak). Conclusions: device failure/lack of effectiveness related to patient condition (type v endoleak).

Event description:
It was reported that the endotension was resolved with resection of ventral sac approximately 3 months ago. The aneurysm-sac grew and there was no endoleak clearly evident. Despite the embolization / coiling of the lumbar arteries there was still sac enlargement. This initiated the surgical intervention (detritus-removal, aneurysmorrhaphy, ligation of inferior mesenteric artery). A second adverse event of sac enlargement was noted to have sarted approximately 3 months ago and was resolved on the same day with a vessel atrophy procedure. The investigator assessed this event as not device or procedure related.

Manufacturer narrative:
(B)(4)